Manufacturer narrative:
This medwatch report is associated with MDR number: 1225714-2013-00528.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2009 after the use of the product.